Event description:
Information was received regarding an unspecified cadd accessory. It was reported that patient was receiving a high pressure alarm on both cadd legacy pumps, serial numbers unknown. Patient changed the cassette and tubing, but the alarm persisted. She noted that she would go to the hospital as no replacement pumps dispensed. However, upon follow up, patient expressed not going to the hospital due to extreme anxiety. The second cassette was working correctly, but she was too nervous to resume her self-care. Patient is now back home on the legacy pump with premixed cassette. A cnss would see her on (B)(6) 2021 to mix a cassette from her emergency kit to supply her weekly supply until the premix is dispensed. The infusion was life-sustaining, and patient had back up products. There was no patient, or clinician injury associated with this event.